Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified system error 320. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a system error 320. The cause of the condition was an out of adjustment upper latch switch. The upper latch switch is required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had not prompted to load tubing set when door open in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.